Manufacturer narrative:
(B)(4). The customer returned one 2-lumen sheath for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed foreign material stuck inside the distal luer hub. It was confirmed that the foreign material was IV tubing. The distal lumen was severely scratched. No other defects or anomalies were observed on the returned sample. The sheath was leak tested according to module requirement document amrq-000037 rev 12: 1) low pressure leak resistance (hemostasis valve), section 6.1.2, which states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The proximal extension line was attached to a leak tester. The distal end of the sheath was occluded, and the distal extension line was occluded with the catheter clamp. The sheath was pressurized to 42 kpa for 30 seconds. No leaking was observed, which indicates the assembly is intact. The low-pressure leak resistance test could not be performed on the distal extension line due to the IV tubing blockage. 2) high pressure leak resistance test, section 6.1.3, which states, "when tested in accordance with iso 11070, annex d, using a test pressure of 300-320 kpa (43.5-46.4 psi) there shall be no leakage sufficient to form a falling drop". The proximal extension line was attached to a leak tester. The distal end of the sheath was occluded, and the distal extension line was occluded with the catheter clamp. The device was pressurized to 320kpa for 30 seconds. No leaks were detected from any portion of the sheath, which indicates the assembly is intact. The high-pressure leak resistance test could not be performed on the distal extension line due to the IV tubing blockage. The IFU provided with the kit informs the user "indwelling devices should be routinely inspected for desired flow rate, security of dressing, correct position, and for secure luer-lock connection." The customer report of a luer hub leak could not be confirmed by complaint investigation; however, damage at the luer lock connector was observed. The customer returned one 2-lumen sheath for analysis. Visual analysis revealed a separated portion of IV tubing stuck inside the distal luer hub. The separated tubing luer connector showed evidence of a stress related break, however, the remaining portion of the tubing was not returned for evaluation. The proximal extension line passed both the low pressure and high-pressure leak resistance tests. The distal extension line could not be functionally tested as the distal luer hub was returned blocked. Without full functional testing or the remaining IV tubing returned, the probable cause of the reported event cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "leaking at insertion site where the catheter and the hub connect." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".